Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s).the sample was automatically repeated on the same instrument, resulting higher. The sample was then repeated from a small sample cup, also resulting higher. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a mix test which did not result within specifications. The cse then replaced the server 3 (s3) probe mixer and cable assembly. The cause of the discordant, falsely low ca result on one patient sample is due to improper sample mixing, caused by a malfunction of the s3 probe mixer. The instrument is performing according to specifications. No further evaluation of the device is required.